Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to hygiene not maintained. The patient was not hospitalized for the peritonitis event. On an unreported date the patient began treatment with intraperitoneal (ip) injection vancomycin (2gm, frequency and duration not reported), ip injection of fortum (1 gm, frequency and duration not reported) and an unspecified additional medication for peritonitis. Dianeal therapy was ongoing. The patient was recovered from the event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.